Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise that led to multiple inappropriately stored non sustained episodes. The clinic has reprogrammed the sensing at the previous in office visit, however there was still noise. A revision procedure was performed where the device was explanted and lead was surgically abandoned. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header, no other anomolies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.